Event description:
Compalinant alleged that during a routine shift check by a clinician the device displayed a "bridge test fail" message. Complainant indicated that there was no patient involvement in the reported malfunction.